Event description:
It is reported that the pt was revised in (B)(6) 2009 for cysts.

Manufacturer narrative:
Eval summary: pt info such as weight, activity level has not been provided. This is an unapproved combination of devices (using zimmer's products with devices manufactured by smith and nephew) according to www.productcompatibility.zimmer.com. No cause analysis can be performed based on the info provided. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer inc. Considers the investigation closed.